Event description:
A customer was at a shopping center with hypoglycemia (<70mg/dl). He displayed "slurred speech" sounded quite confused," so an insulet customer service manager called an ambulance for him. The police officer confirmed that the customer had low blood glucose, but we do not know what specific medical treatment was provided, if any. The customer stated that he "suspects he overestimated carbohydrates" and therefore may have administered too much insulin. Later that evening, customer service called the customer back to get additional info including his blood glucose history. The customer could not recall what he ate that day, but assumes that administering too much insulin may caused his hypoglycemic event. He further stated that he normally uses the "pinch-up" method when applying a new pod, but that he was "not able to pinch-up with this pod because the cannula inserted instantly and did not give the normal few second delay." His blood glucose reported that day is all within normal range. We can only assume that his blood glucose decreased later that evening when, at 5:45pm his blood glucose was 96mg/dl and then at 9:06pm he administered 9.3 units of insulin for eating 56 grams of carbohydrates. The customer discarded the product and therefore it cannot be returned for eval.

Manufacturer narrative:
No product was returned for eval, we are therefore unable to determine any malfunction or defect that would have caused or contributed to the customer's hypoglycemic event. The customer reported his concern that the cannula did not insert as it normally does with a few second delay, but we cannot confirm any malfunction that would have contributed to his low blood glucose. The blood glucose history provided indicates that the product was functioning as intended. The omnipod's user guide has a section that discusses causes of hypoglycemia and ways to avoid it. It states that "hypoglycemia can occur even when a pod is working properly." Hypoglycemia can be caused by having incorrect basal program settings and the user guide warns to have these initially set by a hcp and then later readjusted by a hcp if needed. Other factors of hypoglycemia are: incorrect bolus timing, too large of bolus doses, incorrect target blood glucose levels, hypoglycemia unawareness, etc. The user guide instructs customers on how to treat hypoglycemia by checking blood glucose every 15 minutes to avoid overtreating the condition, to administer 15 grams of a fast-acting carbohydrate, and to contact a hcp if blood glucose does not return to normal. The lot number was not provided and thus we are unable to review the qualification records.